Event description:
The physician noticed the electrosurgical unit (esu) had burned the patient's skin. After further assessment of the patient, it was discovered that there was a hole midpoint on the esu electrode extender. The esu electrode extender and esu tip were changed out. The patient incurred a 2 inch x 3 inch burn. It was dressed with silvadene and 4 x 8 and foam tape.